Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear resulting from repeated insertion and/or removal of the device, as well as extended use in the field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/15/2025, it was reported by a sales representative via email that an ar-9530s-03 arthrex® univers revers¿, trial humeral insert 36 +3 had the plastic cracking. A new implant was used. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 02/12/2025: there were no photos taken of the issue. The same product was used to complete the case. There was no case delay or added anesthesia to the case. This occurred during a rtsa procedure on (B)(6) 2025.